Event description:
Pt revised to address pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the pt had continual pain after initial hemi surgery in 2006, also heard a clunking noise during certain movement of arm. The humeral cut had zero version and the head was knocking on the glenoid. The revision surgery entailed a new stem the same size and a smaller head with glenoid. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.